Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief despite reprogramming attempts and the implantable pulse generator (ipg) was causing increased pain. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information could be obtained despite good faith efforts.